Manufacturer narrative:
Additional information: based on the information from the field, the recipient does not benefit from the device anymore. In situ testing with the quickcheck confirmed a device malfunction. However to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. Re-implantation was performed but the device has not been received yet. This is a final report.

Event description:
The user complained of a sudden loss of sound when using the device. The users hearing with the device prior to this event was good.

Event description:
The recipient complained of a sudden loss of sound when using the device. Before losing all access to sound the recipient experienced some intermittencies with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization was determined to be the root cause of device failure. The problems described in the recipient report seem to match the damages found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of a sudden loss of sound when using the device.